Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 6.3 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as severe tortuosity; a 24 proximal aortic neck diameter at the renal artery; 22 mm aortic neck diameter aortic neck diameter at 4.9 mm and 10 mm distal to the renal artery; 49 mm aortic neck length; 11 mm diameter of bilateral iliac arteries. It was reported that a type IV endoleak was confirmed during the evar; subsequent angiography results showed that the endoleak was resolved. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results (B)(4) inherent risk of procedure (endoleak), (B)(4) (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).